Event description:
Device report from synthes reports an event in australia as follows: it was reported on (B)(6) 2022, that successful long pfna removal and replaced with total hip replacement. Pfna was implanted 1.5-2 years ago. Original fracture was a reverse oblique. There is no further information. This report is for one (1) pfna ã¸10 long r 130â° l400 tan. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. MFR site: postal code: (B)(4). PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.